Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: turnpike/guidezila, stent: xience xpedition, guide wire: xtra s'port. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of ischemia is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xtra s'port guide wire referenced is being filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2019, during a planned staged procedure in the proximal right coronary artery (rca), 2 xience xpedition stents were successfully implanted, using an xtra s'port guide wire. During removal of the guide wire, resistance was noted with one of the implanted stents and an attempt was made to remove the guide wire by using a non-abbott micro catheter and guide extension. However, this was not successful and force was applied. The distal stent in the proximal rca was shortened and the guide wire broke and remains in the vessel. Timi flow was reduced to 1. Multiple unsuccessful attempts were made to re-open the vessel, but timi flow remained at 1. No additional intervention was performed, and the patient was transferred to the intensive care unit. The patient was noted to be recovering well. No additional information was provided.